Manufacturer narrative:
Initially it was reported that the ventilator o2 pipe was leaking. On-site investigation was performed. According to received information in service report, replacement of the o2 hose solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The issue occurred before connecting the ventilator to a patient. Therefore, this situation is not-safety related, the issue will be displayed and appropriate measures can be taken.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator o2 pipe was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).